Event description:
During a repair of the meniscus, the surgeon had difficulty deploying t2. The surgeon was using a contralateral approach and implanted t1 without issue. When he went to implant t2, upon penetrating the capsule, the t would not deploy. The surgeon went to remove the needle from the meniscus when t2 fell off the needle and into the joint space. The suregon cinched down the suture leaving t2 against the meniscus. A delay of about five minutes took place. No additional devices were used and no patient injury was noted.